Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, a dislodgement, was twisted in the pocket and caused a possible perforation. It was also reported that the right ventricular (rv) lead had pulled back and was twisted in the pocket. The ra was explanted and replaced. The rv lead remains in use. No further patient complications have been reported as a result of this event.